Event description:
It was reported that during a demo, battery did not work. Navio was powered on with the ups not plugged into the mains. All other components had direct mains power. Once the on the splash screen we then plugged the ups in so that it didn't go flat. This work around worked, however the ups needs replacing. Battery completely flat.

Manufacturer narrative:
H10 h3, h6: the device was intended for use in treatment and it was reported that the battery needed replacing once the system was turned on. The device was not made available to the designated complaint unit for evaluation. Thus, visual and functional inspection could not be performed. There was no serial/lot number provided for DHR review so it could not be concluded if the device met the manufacturing specifications. A complaint history found similar reports, this issue will continue to be monitored. We could confirm there was a relationship established between the reported event and the device. Discussion with the service department found that the ups battery is suggested to be replaced every 2 years and that the ups had been in the field for around 4 years at the time of the event occurrence. Therefore, the malfunction is most probably due to recommended maintenance not performed.